Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and observed the liquid level sense (lls) board was burnt. The lls card r v1-2 antenna board caught fire due to buffer failing on the board from the valve of the f1 syringe. The r1 assembly was wet. The fsr replaced the syringe assembly and the r1-r2 lls antenna. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that leakage from the r1 syringe on the architect i2000 analyzer caused the liquid level sense circuit board to short out and generate smoke, which was inhaled by the operator. Afterwards, the operator reported a sore throat. No medical treatment was received and the operator is doing fine. There was no damage to the surrounding environment. A service call was initiated. There is no further impact to the operator reported.